Event description:
It was reported to philips that the device gave an error indicating the generator was not ready, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) went onsite and inspected the system. The system logfile analyzed and troubleshooting showed no system failures or errors. The fse could not reproduce the problem. But prior to the current incident, on january 20, 2024, a similar problem (a generator reboot) was reported, and the fse replaced the touch screen module (tsm) after the current incident. Following the replacement, the system was returned to use in good working order. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.